Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was resetting at start-up. Upon investigation, crystal oscillator y500 was found to be defective on the computer analog board. The cause of the resets was the defective y500. The root cause of the defective y500 was unable to be positively identified. No adverse event resulted from the defective component. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last patient to use this monitor did not report any deficiencies.